Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They attempted to place another capsule for the second time on the same day, but it still failed. There was no harm to the patient and no intervention was required. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.